Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was in overdischarge. It was noted that this was the second time that the ins had been in overdischarge. The patient also noted that the battery takes too long to charge and that it is a hassle, which is why they didn't keep up with recharging. A physician mode recharge was performed and a power on reset was cleared. The patient wanted to get the ins replaced a replacement surgery was scheduled for (B)(6) 2018. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.